Event description:
Patient came to cicu [cardiac intensive care unit] at 1537 from open heart surgery in operating room. Patient's chest was open, and the patient was dusky and cool upon arrival. The patient was hooked up to the monitor and chest tubes were hooked up to suction. All three chest tubes were connected to the same suction canister, so the other suction canister could be used for the ett [endotracheal tube] suction. During handoff from operating room to cicu team, patient's blood pressure started to drop to 60s/30s from 80s/50s. Patient was given volume by anesthesiologist. Patient's sats then started dropping to the 60s from the 80s. Aggressive suctioning was done by rt [respiratory therapy] and mucus plug was removed. Patient continued to decompensate with worsening vitals and exam. Chest tubes were stripped and irrigated aggressively. Volume, calcium chloride, and epi spritzers were given. Dr. Was called back to bedside to assess patient and requested page for ECMO [extracorporeal membrane oxygenation] put in. Patient's patch over open chest was bulging. Or team came to bedside and prepared to place patient on ECMO. Dr. Took the patch down and suctioned out blood and clots from around the heart. The patient's vitals stabilized, and their color and pulses improved. He then was assessing the mediastinal chest tube and noted that it wasn't suctioning appropriately. All three chest tube chambers had the bellow out (indicating suction was working appropriately) and the suction set to -20 and water in the chamber. Me, an or nurse troubleshooted the chest tubes by replacing suction tubing for each chest tube and connect each suction tubing to it's own individual suction canister. The suction for the mediastinal chest tube then began working correctly and suctioning blood from around the heart like it should. Dr. Decided the patient no longer needed ECMO. Dr. Then placed a patch and ioban back over the open chest. It was unclear why the mediastinal chest tube was not working correctly, even though everything on the chamber indicated it was working as it should and had adequate suction. The mediastinal chest tube not working correctly caused the patient to tamponade and almost code/need ECMO.